Manufacturer narrative:
Device received with battery cap contact missing, however device received was properly tested using a test battery cap. P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked case,cracked case-corner of belt clip rails, cracked keypad overlay and serial number label missing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had intermittent response by button press. Customer stated that the insulin pump button were unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.